Event description:
It was reported that the pulse generator failed prior to a surgery for a carcinoma. The patient had an intrinsic rate of 35 beats per minute. The pulse generator could not be interrogated and was replaced.

Manufacturer narrative:
Final analysis found no output and no telemetry due to memory corruption caused by electrocautery. The pulse generator went into bvvi mode when the corrupted product code was changed to the correct value. The software was then successfully downloaded and normal device function ensued.